Manufacturer narrative:
Despite three follow-up attempts, the customer did not provide the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next gen meter serial # (B)(6) and no manufacturing anomalies were found. Based on the sku number and serial number combination ((B)(6)) provided by the customer, the associated kit lot # could not be located. It is possible that the customer may have provided an incorrect serial number or sku number. Additionally, the UDI number could not be determined, as the serial number and sku number could not be verified.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report, along with the UDI number.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour® next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.